Event description:
Revision t - 12 to l - 5. Fusion not healed. Pre op diagnosis: second hardware failure pain with popping.

Manufacturer narrative:
Lot numbers are as follows: 51299567 (1); 51323991 (1); 51333612 (1). Devices will be forwarded to manufacturer for evaluation.